Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is completed.

Event description:
Information received indicates the CPR lever will not lower the head section.